Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and the threads were stripped. The keypad was inspected and found to be intact; no damage was observed. Unrelated to the complaint, all of the keypad buttons were found to respond intermittently during testing. The keypad was removed and there was evidence of contamination found under all button contacts. Also unrelated to the complaint, investigation revealed a dim and discolored display and the vibration motor connector pins were misaligned. In addition, the audio bolus button cover was observed to be torn. The audio bolus button responded appropriately during testing. (B)(4).